Event description:
Overdelivery reported. Pt presented to emergency room with recent onset of chest pain. Activase tissue plasminogen activator therapy was initiated via peripheral intravenous access site. Pt given 15ml intravenous push bolus over 5 mintes. Infusion pump then set to infuse 50ml over 30 minutes (100ml/h with a dose limit of 50ml). The solution reportely infused within twenty minutes. Routine protocols were continued with no additional diagnostic test or interventions deemed necessary as a result of the infusion of tissue plasminogen activator. The pt was being monitored and initial parameters indicated possible clot retraction and tissue reperfusion; however, the pt developed increasing levels of pain and electrocardiogram changes which indicated the tissue plasminogen activator was not successful. The pt was transferred to another facility and underwent an angioplasty. The cardiologist did not believe that the rapid infusion of tissue plasminogen activator affected the outcome of pt condition or caused pt harm or injury.